Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary customer returned 8 used and 72 unused 4mm, 32 gauge nano pro pen needles. 49 units from lot 2012565, with the 8 used pen needles not featuring teardrop labels for lot identification. 30 of the returned samples were attached to a test pen. Saline was pushed through the pen and out the distal tip of the pen needles¿ cannulas. The returned samples were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles were unable to deliver medication. The following information was provided by the initial reporter: parent of consumer reported finding needles not pressing out .5 units or 1 unit. But completes flow check well. Does not reuse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles were unable to deliver medication. The following information was provided by the initial reporter: parent of consumer reported finding needles not pressing out .5 units or 1 unit. But completes flow check well. Does not reuse.